Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon receiving additional information.

Event description:
Olympus was informed of the following event from (B)(6) health services ((B)(6) mdip#(B)(4)): during a therapeutic fibroid resection, the tip of the olympus electrode loop broke inside the patient. The tip of the device was retrieved from the patient with an unspecified surgical instrument. The intended surgery was completed with a similar device. There was an unspecified surgical delay to remove the fragment and get a new device. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to wear and tear; he loop at the distal end of the electrode wears out during use and may break, burn or melt